Event description:
Approximately 8 weeks after tlif at l4-l5 with capstone peek/ infuse bone graft/ autograft bone, pt reported left buttock and leg pain. MRI showed fluid collection in epidural space compressing l5-s1 nerve roots. A reoperation was performed approximately 3 months post op to remove cyst-like structure. It is unk if the infuse bone graft contributed to the reported ebent.